Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) eventwas identified which occurred in the therapy initiated on (B)(6) 2013 at 01:29:36. During night drain cycle six, the patient's ultrafiltration reading was 1784ml, indicating the home patient (hp) drained 1564ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. The cause was use error, tidal total uf removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.